Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited oversensing and unstable impedance. No intervention or programming changes were reported. No patient consequences were reported.